Event description:
The customer reported a smoke and a burning odor emitted from a water bottle cap assembly on dimension exl 200 instrument when the customer moved the bottle while troubleshooting the instrument. As per siemens instructions, the customer subsequently left the instrument on standby. The customer confirmed that there wasn't any further smoke or odor. There are no known reports of adverse health consequences due to this event.

Manufacturer narrative:
A united states customer contacted a siemens customer care center. As per siemens instructions, the customer left the instrument on standby after the customer reported smoke and a burning odor emitted from the instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse noticed the water bottle did not fill up and observed a leakage from heterogenous module (hm). The cse replaced water bottle and hm sample drain. Siemens concluded that the leakage from hm sample drain assembly on the water bottle potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of the device is required.